Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Subsequently, it was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer reloaded the existing cartridge to address the issue. There was no adverse effect to the customer's blood glucose level.